Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the pacemaker was explanted while the rv lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).